Event description:
On (B)(6), 2010, this pt was being treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. It was reported the pt's iliac arteries were very tight (the right iliac measured 6 mm, and the left iliac measured 7 mm) and calcified with areas of plaque. The physician planned to perform angioplasty on both iliac arteries in order to advance the gore dryseal sheath. After angioplasty of the left iliac artery, an 18 fr gore dryseal sheath would not advance all the way. Angioplasty was again performed, but the sheath would only advance halfway due to iliac tortuosity and an area of plaque at the bifurcation. The physician then attempted to advance another 18 fr gore dryseal sheath into the pt's less calcified right side. However, this sheath would not advance due to the pt's 6 mm iliac artery. At this point, the physician attempted to advance a trunk-ipsilateral leg component outside of the sheath. When it was noticed the trunk-ipsilateral leg component was pushing on the area of plaque in the iliac bifurcation, the physician decided to remove the trunk and perform an aorto-uni-iliac with a medtronic device. The pt tolerated the procedure. The devices were all discarded at the facility.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore dryseal sheath instructions for use (IFU) the outer diameter for an 18 fr sheath is 6.8mm. The IFU warns "adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result."